Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that a flexima biliary stents was to be implanted in the bile duct during a biliary drainage procedure performed on (B)(6) 2025. During the procedure, the inner catheter was separated. Upon unpacking, the stent was already separated. Another flexima biliary stents was used to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a flexima biliary stents was to be implanted in the bile duct during a biliary drainage procedure performed on (B)(6) 2025. During the procedure, the inner catheter was separated. Upon unpacking, the stent was already separated. Another flexima biliary stents was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6 (device code) has been corrected to include stent prematurely deployed. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Block h11: a flexima biliary stent was returned for analysis. A visual examination of the returned device revealed that the push catheter suture hole was torn; however, the guide catheter remained intact and was not detached. No other damages were noted to the stent and delivery system. Product analysis did not confirm the reported events of inner catheter separation or stent premature deployment. Taking all available information into consideration, the investigation concluded that there was no objective evidence to support the reported issue, and no defect or malfunction was identified in the returned device. Therefore, a review and analysis of the all the available information indicated that the most probable cause is no problem detected.